Event description:
The event occurred after a diagnostic procedure with no other devices involved. The intended procedure was completed with no delay using a scope model other than olympus series 180 scope (other scope model not provided).

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Further evaluation by the olympus service center revealed that there was a missing connector on the usb connector board. The cause of the bent pin inside the video connector and the missing connector on the usb connector board could not be fully determined, but using excessive force to make the scope connections could be a contributing factor. It appears that the bent pins on the inside of the scope connector occurred through the following actions: when inserting the scope connector into cv-190's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in cv-190. The terminal inside the scope internal socket of cv-190 was pushed back and the terminal bent because the scope connector was further inserted with the inserted scope connector caught. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The following is stated in the cv-190 instruction manual: caution do not apply excessive force to the video scope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection. 2 confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. Caution do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "black image was displayed when using olympus series 180 scopes" was confirmed; a bent pin was found inside the video connector, causing no image when tested with olympus series scopes. The reported problem of "trouble with white balance" was not confirmed.

Event description:
A user facility reported to olympus that a black image was displayed when using olympus series 180 scopes; when using a series 190 scope, an image was displayed. In addition, it was reported that trouble with white balance was experienced. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.